Event description:
It was reported that following implant the patient complained of experiencing chest pain. An echocardiogram revealed the patient developed pericardial effusion. The physician tapped and removed fluid from the pericardium. After a few hours, the patient continued to experience symptoms and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).